Manufacturer narrative:
The navio handpiece, intended for use in treatment, was returned for further evaluation and a visual inspection was performed, which confirmed the reported event. The snap-lock nut was broken. The root cause was found to be a mechanical component failure. As part of corrective actions, a new and more robust design of the snaplock has been released. A device history record review found no conditions which could contribute to the reported event and the device met all manufacturing specifications during the release for distribution. A complaint history review found similar reports and this issue will continue to be monitored.

Event description:
It was reported that lead screw nut is loose. No patient involved.